Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected. Additional information received indicates that prior to device replacement, the patient reported presyncope episodes, illness, and hypotension for a week. A holter monitor detected device oversensing resulting in pacing inhibition and asystole. The device was found to be in safety mode. To date, the device has not been received by boston scientific. Should the device be returned in the future, laboratory analysis will be performed and a final report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information received indicates that prior to device replacement, the patient reported presyncope episodes, illness, and hypotension for a week. A holter monitor detected device oversensing resulting in pacing inhibition and asystole. The device was found to be in safety mode.